Event description:
It was reported by the customer that the bd intima-ii closed IV catheter system was leaking. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse found that the connection between the indwelling needle and the hose was leaking and could not be used.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1076867. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported by the customer that the bd intima-ii¿ closed IV catheter system was leaking. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the connection between the indwelling needle and the hose was leaking and could not be used.